Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h10: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon had a longitudinal tear. Functional testing could not be performed due to the returned physical condition of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was not confirmed. The tear problem found could have been interpreted by the customer as the reported event of a balloon pinhole. The tear found is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon, causing the analyzed problem. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the tech started to inflate the balloon however, the balloon could not be inflated due to a pinhole leak observed in the balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the tech started to inflate the balloon however, the balloon could not be inflated due to a pinhole leak observed in the balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.